Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient currently has to recharge too frequently (sometimes twice per day). The patient's recharging issue has not been resolved. No further information was reported.

Event description:
Additional information was reported that the patient currently has to recharge too frequently (sometimes twice per day). The patient's recharging issue has not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller mentioned that the ins location is low on the patient's abdomen, in a place the patient cannot see, this has been a problem for the patient to recharge and the caller usually has to help set up the charge session. This was present with the old ins and the current ins was placed in the about the same location resulting in continuation. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that there was difficulty with recharging since implant. It was reported that the patient has difficulty getting the implantable neurostimulator connected for recharging. There were no patient symptoms or complications reported.